Manufacturer narrative:
Additional narrative: depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that item discovered to be missing a small lug screw by the ortho technician when packing the set after being washed and sterilised. It was assumed that screw has worked loose and fallen out in the washing / sterilisation process.

Manufacturer narrative:
It was reported that item discovered to be missing a small lug screw by the ortho technician when packing the set after being washed and sterilised. It was assumed that screw has worked loose and fallen out in the washing / sterilisation process. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.